Manufacturer narrative:
UDI: (B)(4). Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the battery oscillator device ran when the mode switch was set to the ¿on¿ position (handpiece ran by itself). The electronic control unit (ecu) was measured and it was determined that it did not work correctly. It was further determined that the device failed pretest for function test and check trigger and electronic control unit (ecu) function. It was noted in the service order that the device was damaged ¿spoiled¿ during post-surgery. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.